Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2019 with the following findings: during investigation, the sound was tested and worked properly. The volume of the sound was within normal range. The allegation of a "no sound" issue was not duplicated or confirmed during investigation. There was no defect found. Unrelated to the original complaint, the display was found to be dim and discolored. The pump was opened and there was no evidence of moisture inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. The reporter alleged that there was no audio tone when the battery power is low or when the audio bolus button is used. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.